Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a laceration on the right side under an electrode. The spot was raw due to friction of the garment and patient's skin. There was no alleged device malfunction contributing to the irritation. Patient was remeasured in the correct garment size but was given a larger garment to help with comfort. Outcome of the irritation is unknown due to the patient's passing.